Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed on 21may2025 from 10:45:48 to 11:05:19. At this time, the backup battery loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the backup battery fault alarm. The alarm remained active until the system controller was shut down at 11:05:19. Provided information states the system controller exchange resolved the backup battery faults. No other notable events were observed. The system controller (serial number (B)(6) was returned in unremarkable physical condition. The system controller was connected to a mock circulatory loop and no alarms were reproduced during extended operation. The system controller backup battery was fully charged, discharged for 15 minutes while supporting the mock loop during that period, recharged, and discharged a second time without issue. The root cause of the reported event was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. The root cause of the reported event was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number (B)(6) was inspected on 04jun2024. No deviations from manufacturing or qa specifications were shown from the backup battery. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient contacted the ventricular assist device (vad) phone with complaints of an emergency backup battery (ebb) fault alarm. They stated that the system controller was alarming constantly and started a few minutes prior to calling the vad emergency phone. The patient was instructed to perform a system controller exchange. Log files were submitted for review. Following review by tech services, it appeared there were ebb faults on 21may2025 at 10:45 and continued until the system controller was exchanged on 21may2025 at 11:04. It appeared that the ebb failed the load test, which caused the fault. The system controller exchange resolved the faults.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.